Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain "), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015, (B)(6) 2014 patient received treatment for events abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), she didn¿t undergo essure confirmation test were added. New reporter, patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.